Event description:
It was reported that during an implant procedure there was difficulty implanting the right ventricular (rv) lead into the header of the new implantable cardioverter defibrillator (ICD). Mineral oil was used and the lead was successfully connected. The device and lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device . Please refer to the description for more information regarding the specific circumstances of this event.